Event description:
Intermittent sporadic patient results are being generated by the cell-dyn 1700 analyzer. A patient generated an initial hemoglobin result of 7.2 g/dl that was reported from the lab. Based on this result, the patient was transferred to a hospital for a blood transfusion. At the hosptial, a new sample was drawn with a hemoglobin result of 13.5 g/dl. The transfusion was not performed. Controls have been within specifications on all runs. A precision run and calibration verification run gave acceptable results. There is no further impact to patient management reported.